Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed "poor pad contact" and "accessory error 7" messages. Complainant indicated that the clinician obtained another device (r series sn (B)(6)) to continue treating the patient. However, this device also experienced the same alleged malfunction. The clinician changed the defib pads and the device worked as intended. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any activity for the event date of 12/27/2023. The electrode pads used during the event were discarded and not part of the investigation. No trend is associated with reports of this type.